Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. Physical investigation of product is not anticipated. Extended investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of all required investigation activities. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. The device showed ¿low¿ for a ¿longer period of time¿ and customer treated with snacks and subsequently experienced nausea. An unspecified ¿very high¿ blood glucose reading was obtained on a unknown device and customer was treated with insulin (dose/type unspecified) by third-party. There was no report of death or permanent impairment associated with this event.

Event description:
A low readings issue was reported with the adc device. The device showed ¿low¿ for a ¿longer period of time¿ and customer treated with snacks and subsequently experienced nausea. An unspecified ¿very high¿ blood glucose reading was obtained on a unknown device and customer was treated with insulin (dose/type unspecified) by third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.